Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen the pump was intermittently unresponsive to presses. Reportedly, the customer has to press the buttons multiple times for the pump to respond. In addition, it was also noted that the pump battery rapidly depleted from 50% battery life to 5% battery life. Customer's blood glucose level was not impacted.